Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, the handpiece seized and stopped in the middle of the case. A second handpiece was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4) - blade seized/stopped. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00576 and medwatch 2210968-2009-00578. The same pt is represented in each medwatch.